Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was 6.5 mmol/l. The customer stated that he received a no delivery alarm on the pump. The customer tried to prime both times and received no delivery. The customer tried with a new infusion set and no insulin exited. The customer reattached the set and was able to prime.